Event description:
It was reported the glenosphere disassociated from the baseplate. The patient underwent a revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item#: 115310, comp rvrs shldr glnsp std 36mm, lot#: j1961608. Item#: unknown, unknown baseplate, lot#: unknown. Item#: 110031399, hmrl tray std, std, lot#: 67478189. Item#: 110031418, cr prolong 36mm brng std, lot#: 67246432. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.